Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the battery door was damaged. During the flow and occlusion testing, the reported problem could not be verified for the plunger not in place alarm. However, the battery was not working was verified during start-up. The root cause of the battery not working was that the plunger head was tight to the case and the flippers were up from the ear clip. All the values on the battery were at zero. Actions taken was that function and delivery tests were performed and the battery was replaced. The pump will be put into the loaner pool.

Event description:
It was reported that there was a check syringe plunger sensor. Contains defective battery. No patient injury was reported.